Event description:
It was reported that during a gastric bypass procedure, the white pad fell into the patient during procedure, but was removed by the surgeon. The surgery was completed with the same instrument.

Manufacturer narrative:
Info anticipated, but unavailable at this time.